Event description:
The manufacturer's representative reported that the pt was experiencing "withdrawal like symptoms" after MRI. The pump was interrogated and the logs were checked. Motor stall with recovery approx 1.5 hours later was noted. The pt had been receiving 16 mg/day of unknown drug. The pt would have missed a dose of approx 1.0 mg. Follow-up is not possible, as no pt identifiers were reported at the time of the report.